Event description:
The reporter stated that pt did back to back blood glucose tests, one after the other, using the same finger, different finger sticks and strips. Reported results were 118, 161, 323 and 340 mg/dl. Pt did not have any symptoms. A control test could not be done due to lack of supplies. No harm was alleged.